Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus arthroscopy, a fast-fix 360 curved ndl delivery sys t2 implant fell from the inserter needle. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number 1643264 but the correct manufacturer number is 1219602.

Event description:
It was reported that, during a meniscus arthroscopy with fast-fix 360 curved ndl delivery sys, after t1 was deployed successfully, both the suture and the implant disappeared from needle rail, only the hole where the needle was pierced remained in the meniscus. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
D3 corrected: manufacturing name, city and address.

Manufacturer narrative:
Internal complaint reference: (B)(4). Part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed video was performed. The anchor with a suture is visible at the beginning of the video and appears to be t2. T1 is not visible at the distal tip. The needle punctures the meniscus and the anchor and suture are no longer visible. There also appears to be a white string like matter in the video. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include contact with a sharp surface or excessive tension. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.